Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was described as "high," but no specific value was provided. In response to the high blood glucose, the customer changed the infusion set and cartridge. A replacement pump was already arranged from a previous case, and until it arrives, the customer continued using the current pump. The customer also requested replacements for ifs and cartridges, which were sent by technical support, who subsequently closed the case.